Event description:
It was reported the patient has not felt any stimulation from the system for approximately three weeks. The patient denied any falls or traumas. The sjm representative increased stimulation and programmed different parameters to maximum outputs, all of which were unsuccessful. Diagnostics revealed low impedances. Subsequently, x-rays confirmed lead migration. Surgical intervention will be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.